Manufacturer narrative:
Root cause cannot be determined. Medtronic has received the device and analysis has been completed. The hypotube was kinked most likely as a result of coiling. There was evidence of hardened solution present in the device tubing and balloon. As per the event description, the stent had been deployed and was not returned with the delivery system. The procedural wire was not provided for evaluation. No defect/stretching was noted on the returned device that would impact the removal of the device from the patient. During the post evaluation, a 0.014'' floppy guide wire was loaded through the inner lumen with slight resistance being experienced. Particles of hardened solution were seen to exit out of the guide wire exit port. The device was immersed in a water bath at 37 degrees celsius in an effort to dissolve any residue present in the inner lumen. Post removal from the water bath, the evaluation 0.014'' guide wire was again loaded into the inner lumen with no resistance noted, indicating that the residue was most likely responsible for the initial resistance encountered during the evaluation. It was reported that it was "difficult to forward guidewire" prior to loading and positioning of the endeavor device. Post the reported withdrawal difficulties, it was reported that "afterwards balloon came out with feeling of resistance". The possibility exists that the procedural wire may have been damaged during loading and there may have been an interaction between the guide wire and the device during the procedure which was further impacted by the excessive vessel tortuosity; but as the wire has not been received for evaluation, this cannot be confirmed. As per the event description, the device was inspected prior to use with no issues.

Event description:
A 3.0 mm x 24 mm endeavor sprint rx drug-eluting coronary stent delivery system was inserted in the patient to treat an lad lesion. The lesion morphology was reported to be excessively tortuous with no calcification. The lesion was pre-dilated. It was reported that the delivery system was advanced to the lesion site and the balloon was inflated to nominal; the stent was successfully deployed. The balloon was deflated; however, it would not withdraw from the stent. The balloon was inflated and deflated several times at maximal pressures and then was removed with a feeling of resistance. No clinical sequelae were reported and the patient is reported to be fine.